Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing a tear in the aorta. The surgeon used a side biter clamp to repair the tear and complete procedure. No other pt complications were reported by the hosp.